Event description:
Per the clinic, the patient experienced a performance decrement subsequent to sustaining a head trauma. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2012. There are plans to reimplant the patient with another device; however, this has not occurred as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2013.